Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from the (B)(6) reported that at 11:03 p.m., she obtained blood glucose readings of 8.4 mmol/l on the contour next link 2.4 meter and 2.4 mmol/l on a different meter. The customer was experiencing symptom of hypoglycemia i.e. Weakness. The customer drank orange juice, ate toast and recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the lot of test strips involved in the event was not provided, in-house testing was not performed. A device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.